Manufacturer narrative:
Conclusion: complaint is confirmed for leaks. After investigation the cause of this complaint could not be determined. Review of the device history record found no abnormalities during manufacturing that would cause or contribute to the reported event. At this time without the device for analysis a definitive root cause could not be determined. However, all cps personnel was notified about this event to put special attention to ports that may have a leak. As action a cable ties were added to the connection in the inlet and outlet of the myotherm¿s ports to avoid leaks. This modification was notified to customer and was approved. There were no adverse patient effects as a result of this incidence. Medtronic will continue to monitor for future occurrences and trends. This regulatory report is being submitted as part of a retrospective review and remediation per d00953163 as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to use of the custom tubing packs the customer observed leaking from the tubing originating from the blood outlet ports on their cortiva coated myotherms during priming. The account used double tie-bands at the blood outlet connection site to resolve and secure the connection. There was no patient involvement so no adverse patient effects occurred. The customer stated that this event occurred more than once but the dates for the other occurrences are not available. As a result all of these occurrences will be captured in this event. The customer requested to know if the connection site is solvent bonded. The customer suggested that if possible, that we use tie banding at the connection site.